Manufacturer narrative:
(B)(4). A disconnected supply bag was reported and is a known cause of this alarm. The cause of the disconnection could not be determined during troubleshooting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell four on the home choice (hc). The home patient (hp) stated that one of the supply bags became disconnected. The technical service representative (tsr) had the hp close the clamps and cycled power to the end of the therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.